Manufacturer narrative:
Additional medical information was received, this no longer meets the criteria of a reportable adverse event. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. It is currently unknown if this incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00024 for second associated incident report.

Event description:
This incident was initially reported under 9614392-2024-00024, on (B)(6) 2024, as an alleged eye infection and allergic reaction. It was reported in an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and potential for serious injury associated with ocular infection. On (B)(6) 2024, additional medical information was provided by the healthcare professional, clarifying that the patient did not experience an allergic reaction. Instead, the patient had superficial punctate keratitis and was advised to discontinue lens wear until healing was complete. However, the patient resumed lens wear prematurely. This incident did not result in any permanent injury nor were medical interventions or medications required to prevent or preclude permanent impairment of the eye function or structure. Based on the information received, the manufacturer finds that this no longer meets the criteria of a reportable adverse event. Medical information received after the date of this report will be reviewed and a follow-up report submitted as appropriate. It is currently unknown if this incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00024 for second associated incident report.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. It is currently unknown if this incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00024 for second associated incident report.

Event description:
This incident was received by the manufacturer via the online retailer, 1-800contact, as reported to them by the patient and limited information provided. The patient alleges experiencing an eye infection as well as lenses tearing and an alleged allergic reaction. Good faith efforts have been made obtain more information without success. As of the date of this report no other information has been provided, additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged infection with a lack of medical information, and potential for serious injury associated with ocular infection. Should further information become available, a follow-up report will be submitted as appropriate. It is currently unknown if this incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00024 for second associated incident report.